Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "clips do not close correctly. About 1 clip out of 2 is closing. Doubt on the efficacity of the suture."patient status - "ok."

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation; however, two dispensed clips were returned. Upon inspection, engineering confirmed that the returned clips did not completely close. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.